Event description:
Information received by medtronic stated that the retainer ring was cracked. Customer stated that they were able to lock in place the reservoir when inserted in insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.